Event description:
During an incident involving a patient in witnessed arrest and hooked to the monitor, the monitor said "pads off" and would not read a rhythm. The 3 lead cable did read a rhythm but not while on the pads. Another unit was called to monitor the patient. The cable was tested back at the station and the unit worked fine.